Event description:
A file separated in the canal during a procedure. The patient was referred to a specialist for further treatment, though ouutcome of the event is not known as of this report.

Manufacturer narrative:
In this incident there was no report of injury to the patient. However, as a result of this malfunction, the potential for ourgical intervention exists to preclude injury of illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. The device was not returned for evaluation and the lot number is not kknown for retained-product testing and/or DHR review.